Event description:
It was reported that the vns pt experienced an increase in seizures in march 2009 and at that time the device was not at end of service. The relationship of the increase in seizures to vns is unk and if the increase is above, below or back to pre-vns baseline is unk. The pt's device is at end of service now as battery life calculation approx -1.05 years until end of service. The pt has been scheduled for surgery. It is unk if causal or contributory programming changes, medication changes, or other external factors precede the onset of the event. Good faith attempts to obtain add'l info have been unsuccessful to date.